Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Notification of lfit hazard alert given to operating surgeon and he contacted patient to inform. Surgeon was advised that the patient required an early revision as had a tissue reaction. Surgeon reports that the patient has had subsequent problems.